Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged as confirmed by x-ray. It was also reported that there was damage to the lead insulation and oversensing from noise as evidenced by an elevated sensing integrity counter (sic) count and non-sustained ventricular tachycardia (vt) less than 220ms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the overlay tubing was ruptured.